Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported the cgm had no readings. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced nausea, vomiting, restlessness and body pain. The patient's grandparents brought her to the hospital via private vehicle because there were no readings on the dexcom and the bg read 600 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated by unspecified means. It was reported that the patient was on dialysis at some point and treated for diabetes, hypertension, and nausea. At the time of the report, the patient was improving, however, still admitted to the hospital. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.